Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous left circumflex artery. A promus element mr 2.50x12mm stent failed to cross the target lesion. A promus element mr 2.50x16mm stent was then selected and encountered resistance during advancement. The promus element mr 2.50x16mm stent was removed and stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on the first four rows on the distal end of the stent were misaligned and some struts were pushed apart and were bunched up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous left circumflex artery. A promus element mr 2.50x12mm stent failed to cross the target lesion. A promus element mr 2.50x16mm stent was then selected and encountered resistance during advancement. The promus element mr 2.50x16mm stent was removed and stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).